Event description:
Healthcare professional later reported rupture and capsular contracture (baker grade iii) on the left side. Device was explanted and replaced with an allergan manufacturer´s device.

Manufacturer narrative:
The event of "capsular contracture (baker grade iii)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual evaluation: device photograph(s) for the device related to the reported event of rupture, capsular contracture and pain requested on jun 04,2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported pain in chest and left breast prosthesis is in a state of severe deterioration diagnosed via mammography and an ultrasound. Healthcare professional later reported rupture and capsular contracture (baker grade iii) on the left side. Device was explanted and replaced with an allergan manufacturer´s device.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ chest pain: unable to observe. ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain in chest and left breast prosthesis is in a state of severe deterioration. Device remains implanted.